Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2021 12:00:00.000 in device downloaded history. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Intermittent response from all buttons due to corroded keypad traces. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2021 12:00:00.000 in device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump got stuck button every 30 minutes and screen was not go further; after lunch on checking if bolus had been delivered but would not allow pat to do anything as was stuck on screen. Customer states they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.